Manufacturer narrative:
The following index procedure information was noted: baseline hospital stroke scale score was 2 with a stroke score (modified rankin stroke scale score) of 0. At the time of the index procedure, the patient was symptomatic. Preprocedure medications were clopidogrel and aspirin. The target lesion was located the left proximal internal carotid with no occlusion in contralateral carotid. Reference vessel diameter was indicated as 0.75. Target lesion diameter stenosis was 82.0 with lesion length 16.0. Total length of stented segment was 40.0, arch type was not indicated. Qualitative lesion calcification and vessel tortuosity upon visual were both severe. The lesion was predilated with no resistance. A non-study embolic capture device (boston scientific filterwire ez) was placed, and a precise pro rx 8.00x 40 stent was implanted for treatment of target lesion with success. Final target lesion percent diameter stenosis was 20. There was no stent malfunction. Postprocedure medications were clopidogrel and aspirin. The patient was eventually discharged 18 days post index procedure clopidogrel and aspirin. Discharge hospital stroke scale score was 3 with a stroke score of 2. The device is not available for evaluation and testing. However, any additional information will be submitted within 30 days upon receipt. (See scanned page).

Event description:
An adverse event reported under the sapphire study indicated the patient experienced a non-q-wave myocardial infarction same day of index procedure. However, the investigator determined this event to be unrelated study device and procedure.